Event description:
The reported feedback suggests that the line snapped. IV line had snapped above pumping segment and was no longer connected. Pump alarmed air in line. IV fluid 5% glucose and 0.9% saline was being infused, no drugs.

Manufacturer narrative:
A visual inspection confirmed the customer's report of a separation. It was identified at the upper tubing joint of the accuslide component. A closer inspection of the affected joint identified that solvent had been applied to the component. A definitive root cause for the separation could not be determined in this instance; however it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process, which resulted in a weakened tubing joint. This is a manual process and is likely to have occurred due to human error. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the IV line had snapped above pumping segment and was no longer connected. Pump alarmed air in line. IV fluid 5% glucose and 0.9% saline was being infused, no drugs. IV line recently set up (patient was still in ed). Patient lying in bed, not upset, not crying or moving. IV pump alarmed with 'air in line'. Nurse attended to patient. On arrival in room noted that IV line had snapped above pumping segment and was no longer connected. This patient was reported to be very still, so this is not likely to be the result of excess movement. Also, the line has become unbounded above the pumping segment (so between the burette and the pump), so it¿s not a section of the line that is usually tugged on. No harm to the patient it is reported.